Event description:
Elderly female with history of coronary artery disease (cad), hypertension (htn) and atrial fibrillation (a fib). Procedure: heart cath for transcatheter aortic valve replacement (tavr) evaluation. While having the heart cath, the balloon of the latex free swan ruptured. Device removed and another one used. Minor delay in procedure, no known harm to the patient, discharged the same day. Please note that this is #12 latex free swans that have been reported from this facility. Manufacturer response for catheter, intravascular, diagnostic, swan-ganz controlcath (per site reporter): will obtain.